Event description:
Further follow up information reported that the patient received assistance from their physician and that their concerns were resolved. An appointment of (B)(6), 2013 was noted.

Manufacturer narrative:
(B)(4).

Event description:
A little less than five months prior to the date of this report, it was indicated the patient had a fall in (B)(6) 2012. It was stated the patient could move the implantable neurostimulator around and it was loose in the pocket. This was noted to have occurred after the fall. The patient's hip, head and implant site were very sore due to the fall. It was added the patient had a fall sometime in 2007. It was unclear if the patient was implanted with the system on this report, or if the fall occurred while they were implanted with their previous system. As of the date of this report, the cause of the event was unable to be determined. It was indicated to be due to either the patient's decreased weight or a fall. High impedances were measured both in (B)(6) 2012 and (B)(6) 2012. The same electrodes presented with impedances greater than 4,000 ohms when they were measured on the two separate occasions. It was unclear if the fall in 2007 related to the measure high impedances. The patient's device was reprogrammed in (B)(6) 2012 and (B)(6) 2013. It was stated that all lead combinations gave a "good sensation." The patient experienced urinary leakage that was described as "floods." Pain in the rectum was also reported on program 1. Stimulation was felt in the back of the patient's neck and their upper back. No hospitalization was reported. A follow up report will be sent if additional information is received.

Event description:
Additional information received confirmed the patient¿s fall on (B)(6) 2012 and noted that their stimulation from their implantable neurostimulator (ins) had been ¿messed up¿ ever since. Specifically, the patient fell and hurt their knee, neck, and shoulder. The patient stated that the stimulation ¿was loose¿, would not stay programmed, and would ¿go where ever it wants¿. In addition, it was noted that the connection would ¿move from place to place¿. The patient had pain, which started last tuesday, even when they walked across the floor. It was clarified that the pain was from the implant itself and not the stimulation. It was noted that the patient had gone to physical therapy last tuesday where they put 3 pound weights on their ankles. The patient was concerned that the device may be causing harm to their body and had not experienced the issue they had been having. The patient also stated that they felt sick and was not sure if it was related to the device or the pain from the ins. The patient did call their physician on (B)(6) 2013 but had not heard back. In addition, it was reported that the patient was to receive a new ins a week ago but they canceled their appointment. The physician will be putting the ins into the left hip because the right hip had never healed since the fall. The patient also stated that they had been hospitalized 3 times since the fall. The patient did have stimulation sensation at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that in the event the patient¿s hip was now swollen which they considered unusual. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3093-33, lot# v042644, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).